Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer will continue to use the pump or revert to manual injections for insulin therapy. There was no adverse impact to customer's blood glucose level.